Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the firing rod fully extended. There was no reload returned with the handle. The firing knobs were missing completely, and were not returned. Functional testing found that the firing rod was fully retracted and the reload jaws were opened. The instrument was successfully loaded with an egia60amt reload. The instrument successfully clamped, cycled fully, opened, and unloaded repeatedly w ithout difficulty. It was reported that the device component was disengaged and the knife blade was difficult to retract. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that the instrument was locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic thoracic surgery lobectomy, on the interlobate fissure, after the reload was fired, the device locked on tissue, the black pull-back button on the handle fell off and could not be pulled back to the reload. It was noted that the component did not fall into the patient cavity. The doctor hooked the I-beam of the reload with surgical forceps, pulled the I-beam back and opened the reload to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: unknown egia su, unknown endo gia sulu (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.